Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. On the day of the event, the patient was giving a glass when students began to notice that the patient became incoherent. It is unknown how the cgm was functioning during this time; however, it was reported that there was no alert and the patient reported that he felt the cgm was inaccurate. Onsite emergency services were notified. The patient was able to walk to get glucagon and bought fruit snacks. When onsite emergency services arrived, they treated the patient with glucose gel and baqsimi. A bg was checked after treatment and the bg was 52 mg/dl while the cgm was 96 mg/dl. Ems waiting until the patient's blood glucose was stable prior to leaving. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There were no reported glucose values available during the time the patient was experiencing symptoms to search within the parkes error grid calculator. The reported glucose values post treatment fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.